Event description:
Per medical records received, approximately six months post transapical tavr procedure the patient was noted to have a left ventricle pseudoaneurysm close to the site of apical puncture. The patient also had worsening shortness of breath for a few weeks. She was therefore referred for percutaneous closure of the lv pseudoaneurysm. The implanting physician believes the lv aneurysm is related to the transapical procedure. The first attempt of left ventricular pseudoaneurysm closure was unsuccessful; a large left ventricular pseudoaneurysm with a small neck was identified on left ventriculogram. Ventricular repair was re-attempted five days later. ¿left ventriculogram was performed in multiple projections, and the left ventricular pseudoaneurysm was visualized. We then obtained a transapical access using a micropuncture kit, and a micropuncture wire was advanced into the pseudoaneurysm. A micro catheter dilator was then advanced over this wire and left it in the pseudoaneurysm. Angiogram of the left ventricular pseudoaneurysm was obtained by injecting contrast through this micro dilator. We then tried to advance this wire through the neck of the pseudoaneurysm into the left ventricle, but were unable to do so. At this time we decided to proceed with a retrograde approach from the right femoral artery. We advanced a 6-french al1 catheter, and passed it through the aortic valve into the left ventricle. We tried to cannulate the left ventricular pseudoaneurysm neck using multiple wires including balance, fielder xt, runthrough, v-18, and ultimate-bros wire; however, in spite of passing it through the neck of the pseudoaneurysm, we were unable to maintain the position. At this time, we decided to puncture the pseudoaneurysm from a transapical approach using different access site. We went slightly inferior and posterior to the previous access site, using a micropuncture needle, and after entering the left ventricular pseudoaneurysm we wired it with the micropuncture wire. This wire went through the neck of the pseudoaneurysm in the left ventricle. We then removed the needle and advanced another micro catheter. The micropuncture wire was removed, and a v-18 wire was advanced through this micro catheter, across the aortic valve into the ascending aorta. The microcatheter was removed. We advanced a 6-french terumo radial sheath over this wire and positioned into the left ventricle. Based upon fluoroscopy findings and measurements from the tee, an amplatzer vascular plug ii 14 mm device was a selected for the deployment. The occluder device was prepped in standard fashion and advanced through the 6-french sheath, which was in the left ventricle, through the transapical approach. The device deployment system was positioned in the left ventricle. Then under tee and fluoroscopy guidance, the occluder device was successfully deployed in the standard fashion. Immediately post deployment, a tug test was performed. After confirming successful sealing of the pseudoaneurysm neck on tee and fluoroscopy, the device was released. Final angiogram revealed that there was still some flow around the occluder device into the pseudoaneurysm. At this time, we injected 0.5 ml (500 u) of thrombin into the pseudoaneurysm. Final angiographic images were obtained and no flow was seen through the neck into the pseudoaneurysm. After determining successful closure of the pseudoaneurysms neck with this device, the transapical sheaths were removed. All the catheters were removed from the body. Right femoral arteriotomy site was closed using a 6-french angio-seal vip device. Left femoral arteriotomy site was closed using an 8-french angio-seal device.¿

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ventricular pseudoaneurysm is recognized as a complication of transapical tavr; however, it can also result after the transfemoral (or any retrograde) approach. The guidewire manipulation during the transfemoral tavr procedure may cause injury to a fragile dilated left ventricular wall. This can result from some degree of ventricular perforation and may initially manifest as pericardial effusion; however, postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the implanting physician attributed the pseudoaneurysm to the transapical tavr procedure; however the specifics of what possibly caused the pseudoaneurysm [procedural or patient history] was not provided. There is no evidence that suggests the pseudoaneurysm was directly related to an edwards lifesciences device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.